Manufacturer narrative:
(B)(4).this device is expected to be returned. This report will be updated if the device is returned and analyzed.

Event description:
Boston scientific received information that the patient heard a "popping" sound from the implantable cardioverter defibrillator (ICD) and the ICD emitted tones afterward. Boston scientific technical services (ts) was consulted and advised the patient to go to the emergency room. Upon interrogation, it was found that this ICD recorded a code (B)(4) indicative of a charge time greater than 45 seconds and a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no anomalies. A review of the device memory confirmed fault code 1003, indicative of battery voltage too low for the projected remaining capacity, and fault code 1007, indicative of a charge time greater than 45 seconds, were recorded. A capacitor reform was initiated. During the capacitor reform, popping sounds were emitted. The capacitor reform was manually aborted. The device case was removed in order to facilitate inspection of the internal components. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.